Event description:
It was reported that customer experienced continuous glucose monitor error labeled as error 42 while using g7 sensor with pump. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received guidance to perform pump reset, and error did not reappear; support then instructed customer to wait 20 minutes before starting new sensor session, which customer understood and followed.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.